Manufacturer narrative:
UDI - (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. Applicable device history records (dhrs) were reviewed and no anomalies were found when j0560d was released to stock september 18th, 2018 and hx1397 was released to stock july 23rd, 2018. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
The customer states that the product appeared dirty prior to use and had residue that appeared to be blood on the pattie.